Event description:
A (B)(6), female, pt, contacted zoll lifecor customer support to report that her monitor would not power on. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor will not power on) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.